Manufacturer narrative:
Block b3: the date of the event was approximated to 6/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a loop break. Block h11: investigation results the returned cold snare was analyzed, and it was found that the loop was completely broken from the cannula. Microscopic examination was performed; crimp marks were observed on both the loop and the cannula. No other problems with the device were noted. The reported event of loop break was confirmed. Investigation found that after a visual and microscopic inspection, the loop was completely broken from the cannula. Additionally, during the microscopic inspection, crimp marks were observed on both the loop and the cannula. With all available information, the most probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a colonoscopy procedure for polyp removal performed on an unknown date. During the procedure, the cut wire was broken. The procedure was completed with another 10mm round cold snare device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a colonoscopy procedure for polyp removal performed on an unknown date. During the procedure, the cut wire was broken. The procedure was completed with another 10mm round cold snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 6/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a loop break.